Event description:
It was reported by the provider that the brake mechanism that attaches to the wheel of the rollator on the left side broke off and was lost. No patient injury alleged, no additional information provided.